Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified left anterior descending artery. A 2.25mm x 15mm nc emerge® balloon catheter was advanced to dilate the lesion. However, at a nominal pressure, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with an nc emerge balloon catheter. No patient complications nor injury were reported.